Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead (only connector portion) was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation exposing the outer coil distal to suture sleeve tie impression. The cause of external insulation abrasion is consistent with friction to another device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.